Event description:
Patient had previous surgery (cranial reconstruction). Patient noted to have allergies to gelatin at the time; after surgery, patient taken to pediatric intensive care unit (picu). While in picu, patient was noted to have swelling around eyes and face. It was determined that products and medications used during surgery may possibly have had gelatin components (absorbable screws; surgi-flo, gel foam, thrombin, dura-gen etc...). Doctors decided to bring the patient back to the operating room to do a washout craniotomy. Procedure completed without complications. Patient taken back to picu. Patient noted by preop nurse to have gelatin allergy upon admission. Operating room nurse received report regarding gelatin allergy. All supplies for case were opened during setup including gelfoam products and time out was performed according to protocol with all team members including surgeon and anesthesia staff. Operating room nurse remembers addressing gelatin allergy as part of time out. No one on the team equated the gelatin allergy with hemostatic agents used during the procedure. A review of the or record was performed, and patient received surgifoam sponge and surgifoam powder x 1 each. The patient also received thrombin, bacitracin, and ancef which are drugs that need to be reconstituted. After transfer to picu, patient developed orbital swelling and vomiting. Mds were notified and believed that the gelfoam products used during surgery caused the reaction. They obtained consent from parent to take him back to the operating room to remove the gelfoam products and perform a washout of the cranial vault. Child was returned to picu in stable condition. No further identifying information is available.